Manufacturer narrative:
(B)(4).

Event description:
The patient's husband reported that the patient had a psychotic break down and has been inpatient for about the last month. The husband believes vns settings are too high which is causing his wife's problems. He noted that his wife has reacted horribly to magnet swipes, stating that she was having pain in the neck and coughing. The patient's group home later called and reported behavioral changes and frequent urination for this patient. No other relevant information has been received to date.